Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. As the event occurred in the past, troubleshooting was unable to be performed with tandem technical support. The customer's blood glucose was 253 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.